Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard disk drive needs to be replaced. No additional service info was provided.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.